Manufacturer narrative:
The remote service engineer (rse) advised the customer to confirm if the clinical staff was using the same circuits and setups across all of their ventilators. The rse also provided that the device won't enter standby mode when a high flow nasal canula is connected to the circuit. The customer biomedical engineer (bme) confirm that the clinical staff was using the same tubing and that the nasal canula was not connected when selecting standby mode. The bme asked to confirm if high efficiency particulate air (hepa) filter that is being used on the v60 is compatible. The rse notified the customer that if an additional bacterial filter is connected to the distal end towards the patient, then it would not allow the ventilator to switch into standby mode. The bme stated that they believed this may be the cause of the issue, an improper setup by the clinical staff. The bme asked to confirm compatibility of the accessories used in the patient circuit to rule out compatibility as an issue. The rse advised the customer that the mr950 circuit includes a bacterial viral filter (bvf) and that philips hasn't experienced issues with the filter specifications. The rse advised the customer bme that the pleated filters tended to have higher resistances, which may create expiratory flow issues, and it was suggested by the rse to check the filter specifications to stay within the suggested range to avoid unnecessary imposed work of breathing on the patient. Good faith efforts (gfes) are being completed to the customer bme to confirm that they were able to speak with the respiratory staff to confirm the issue was caused by improper circuit setup. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 04nov2024, it was confirmed that the resolution was the customer bme advising the clinical staff to not use the pleated filters. The issue is determined to be a result of improper circuit setup caused by user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a standby issue. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device would not go into standby mode when exited from high flow mode. The customer had to remove the circuit for the device to go into standby mode. This investigation is ongoing.